Event description:
It was reported, the customer received a blank display after changing their battery. Customer's mother stated they did not drop, bump, or expose their insulin pump to moisture. Customer's blood glucose was unknown. The mother requested to have the insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump also had a broken reservoir tube lip, a missing o-ring on the reservoir tube, and minor scratches on the lcd window.